Manufacturer narrative:
Correction: section h6, adverse event problem.

Event description:
It was reported that the patient presented to the clinic, where a chest x-ray revealed that the right ventricular (rv) lead was dislodged. It was also suspected that the patient was a twiddler. Additionally, the atrial lead demonstrated a high capture threshold. During the revision procedure, the rv lead failed to retract. As a result, the physician explanted and replaced both the pacemaker and the rv lead. The atrial lead remained implanted. The reason for the pacemaker explant was not provided. The patient remained stable throughout the procedure.

Manufacturer narrative:
Further information requested but was not received.